Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The device was returned with white residue covering various areas of the balloon and catheter. The balloon was attempted to be inflated with an inflation handle and a 60 cc syringe. The balloon would not inflate. A visual examination determined that there is a split in the balloon approximately 4 cm long. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report negative pressure was not applied to the balloon prior to advancement through the endoscope. The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use state, "caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use state, "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until balloon is completely visualized endoscopically." "Monitoring endoscopically, advance device until balloon is in the desired position within the stricture." The instructions for use contain the following warning: during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon. The instructions for use state, "to achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device was used for balloon dilation of esophagostenosis. The user inflated and deflated the balloon once, then inflated the balloon again and kept the pressure at 6 atm. However, the balloon [ruptured] suddenly and leaked the liquid. Therefore, the user removed the balloon and checked the esophagus where dilated, and finished the procedure. The inflated device was alliance inflation system (boston scientific), and the contrast (gustrografin/bayer) was diluted with saline as 6:4. Additional information was provided from the cook representative: it has been past 8 months since the physician started medical treatment for the esophagostenosis of this patient. The balloon dilation of esophagostenosis was performed previously. This time, local steroid injection was combined application with the balloon dilation, therefore, the physician chose a wait-and-see approach without additional procedure, even though the balloon dilation was once. The patient condition is stable.